Event description:
Manufacturer representative reported patient was implanted with device in 2002 for right arm reflex sympathetic dystrophy syndrome. Patient had good stimulation for a year then turned the device off for a year because the therapy no longer needed. Patient became more active and had a fall that caused patient's disease to flare up in the right. The stimulation was turned on again, but the patient is experiencing pain during stimulation. The patient's arm is still swollen and painful from the fall. Manufacturer representative was not able to try reprogramming since it caused the patient pain, also unable to check impedances. Manufacturer recommended turning stimulation off for now and consult hcp. Manufacturer attempting to contact hcp for follow up information. A supplemental report will be sent if additional information is received.